Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 23, 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving an unknown error message upon test strip insertion. For a few days, the patient noted the reported meter would give an unspecified error message when she inserted the test strip into the meter; she was unable to obtain a blood glucose reading. Eight days earlier, the patient was experiencing the symptoms of 'feeling unwell', and 'feeling as if she would not make it.' The patient administered self-care by taking her usual dose of the oral diabetes medication glucophage (metformin). The patient did not test her blood glucose level using any other device. The patient went to the emergecy room, where her urine glucose level was tested to be 'greater than 500 mg/dl'. The patient was given 35 units lantus insulin, and admitted to the hospital. The patient takes 1000 mg metformin in the mornings and 35 units lantus insulin in the evenings. The patient tests her blood glucose level three times per day. It would have been helpful to determine if the patient took her usual medication doses despite not being able to test her blood glucose levels, her specific symptoms, if emergency services were contacted, the patient's blood glucose level if tested by paramedics or emergency room staff, her admitting diagnosis, and her expected blood glucose readings. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's test strips were expired, which can cause inaccurate readings and error messages. The meter, test strips and control solution were replaced. The patient alleged she was unable to obtain a blood glucose reading due to error messages on the reported meter. The patient became symptomatic, and received emergency medical attention, treatment with insulin, and admission to the hospital. Therefore, this complaint is being reported as an adverse event.